Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 2.4 miu/ml. The initial result was released outside of the laboratory but was immediately questioned by the doctor. The customer retested the same sample tube the result was over 3000 miu/ml and then was 3239 miu/ml. The hcg+b result of 3239 miu/ml was deemed to be correct. There was no adverse event. The hcg+b reagent lot was 284292 with an expiration date of (B)(6) 2019. The calibration and qc results had been within range. The field engineering specialist found a problem with the microbead mixer paddle. He replaced the mixer paddle and performed minor adjustments to the mixer paddle, disk, and a sample probe. He performed hcg+b precision testing with a patient sample with acceptable results. He performed performance, calibration, and qc testing with acceptable results. Review of the previous months qc results showed no issues. The issue was resolved by the service activities performed by the field engineering specialist. Following the service visit, the customer has had no further issues.